Event description:
It was reported that there was damage to a tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Customer technical support arranged for replacement of the damaged charging supplies via 2-day shipping.